Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output connectors were broken. It was noted that the unit failed its functional testing and the main board was realigned and then when the functional testing was rerun the unit passed. Analysis also found that the display wires and battery wires were pinched, the encoder nuts were not torqued to specification and the keypad, hanger assembly, ring screw and display frame were contaminated. (B)(4).

Event description:
It was reported that the external pulse generator had broken ports. The generator was returned for service. No patient complications have been reported as a result of this event.